Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implanted pump. The indication for use was malignant pain and cancer pain. On (B)(6) 2016 the hcp reported that the patient's pump was non-functioning. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.